Event description:
This pt. Had a mitral valve replacement and coronary bypass grafting times two approximately 3 or 4 years ago. Subsequent to that, she had a defibrillator placed because of a reduced ejection fraction. On a medical regimen, she had had improvement of her ejection fraction, which now exceeds greater than 40%. Recently, she had two inappropriate discharges from a fractured recalled fidelis ICD electrode. This is a recalled lead, and the device was inactivated prior to her presentation here. The patientadamantly requested removal of the device in addition to her ICD electrode. This was documented as reasonable by the md who performed the procedure as well as the patient's cardiac electrophysiologist. She was admitted on this occasion for lead extraction. Procedure: 1. Removal of implantable cardioverter-defibrillator generator 2. Implantable cardioverter-defibrillator lead extraction. 3. Fluoroscopy. 4. Subpectoral implantable cardioverter-defibrillator pocket extirpation. Op notes indicate: "examination of the lead showed insulation break beneath theprotective sheath used for fixation to the chest wall. There was also possibility of a coil break just distal to this area."